Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm and other devices not being detected on the bus. A field service engineer checked firewall to make sure it was turned off and not blocking the ip address of the comm sled, checked ip address of comm sled and it was correct then fse reseated the drawer cable, receded the remote manager cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - (B)(6) center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door couldn't open. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.